Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted out and was badly melted resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected. The device manufacture date for this product is october 10, 2005.

Event description:
Boston scientific received information that the programmer has screen anomaly and faded in and out. The programmer will be returned for analysis. No adverse patient effects were reported.